Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The pump was unable to test button error alarm due to blank display. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display and button error on the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that it was the first time that he put the pump on while swimming. The customer stated that he placed a tape around his trunks and was under the impression it could go as deep as 10 feet. The customer stated that he had a message on the pump that he never had before. The customer stated that after he finished swimming, the pump started to beep. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.